Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a catheter interface unit offline error occurred and the ciu was not operational. The green dot light and fans were on. Technical services recommended bypassing the remote and rebooting the stack, swapping the grey cables, swapping the radiofrequency generator (rfg) to ciu ethernet cable and rebooting the stack, and connecting the ciu to the workstation using an ethernet cable, but none of these steps resolved the issue.  The case was aborted and the patient was under general anesthesia. The ciu was subsequently replaced with a new ciu, the service checklist was completed per work instruction, and the system was restored and ready for use.  No patient complications have been reported as a result of this event.